Manufacturer narrative:
Insulin pump received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling or ramping occurred during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump would not stop scrolling up. Customer took out the battery and put it back in, but the pump had a button error. Customer's blood glucose level was 4.8 mmol/l. Customer removed the battery and put it twice, but the alarm still occurred. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. It was explained that the button error alarm and the numbers ramping were related to each other. No additional information provided.